Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) alert. There were concerns of premature battery depletion (pbd). On july 19th the device battery was at %41 and the last check was %13. Device data confirmed the power consumption is increasing in a gradual fashion. Device replacement was recommended. Subsequently, the device was explanted and replaced successfully. There were no additional adverse patient effects reported.